Manufacturer narrative:
Section b2: outcomes corrected. Sections d1 and d4: corrected. Manufacturer's investigation conclusion: the reported burn and overheating of the modular cable connector could not be confirmed through evaluation of the submitted image. Evaluation of the submitted image revealed discoloration of the skin. The specific cause of the discoloration could not be confirmed through evaluation of the submitted image. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The relevant sections of the device history records for the modular cable, lot number 6890432 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) is currently available. Under section 2, how your heart pump works, urges the user to not place equipment on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104°f (40°c). Section 6 (under "caring for the driveline") also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 of this IFU provides additional instruction regarding the driveline in a sub-section entitled "what not to do: driveline and cables." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient a burn from the modular cable. The patient's wife confirmed that the controller and modular cable were not warm to the touch, and that the burn was found when the patient was turned over. It was unclear how long the patient was lying on the modular cable connection. The patient's family was encouraged to make sure that the patient was not sleeping on the controller or modular cable.